Event description:
The account alleged the brake steer caster ratchets side to side when the brake is set. No patient impact.

Manufacturer narrative:
The account replaced the brake steer caster to resolve the issue.